Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 480 mg/dl. Customer also reported that insulin pump had insulin flow block alarm and customer was performing self test and it was passed. The customer did experienced the symptoms such as thirsty. The customer declined to troubleshoot for the high blood glucose incident. The pump will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, battery tube threads - cracked and label damage(serial number label peeling) during the visual inspection. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2022 at 22:03:33.000 during bolus in pump downloaded history. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and insulin flow blocked alarm.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.